Manufacturer narrative:
The pia (cn) aia-900 (s135, s136) were returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found on either part. Isc performed wiring continuity check with multimeter to validate that the electrical connections are properly established, with no breaks or short readings and no electrical failure found. The most probable cause was determined to be no problem detected.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse was able to reproduce the error by running patient samples. Fse suspects the home sensors, replaced the pia sensors (s135, s136) that were connected to the pia board, and performed necessary alignments. In conclusion, this investigation confirmed a failure of the aia-900 analyzer to meet specifications or intended use. Fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 06apr2023 through aware date 06may2024. There were four similar complaints identified during the search period including this case. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4331) wash-y home detect error. Cause: the home sensor s135 failed to be activated after washing y moved toward the home position. A bs flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s135 and pm134 for a possible malfunction. The most probable cause of the reported event was due to the faulty pia sensors connected to the pia board.

Event description:
A customer reported error message ¿4331 wash-y home detect¿ on the aia-900 analyzer. The issue continues to reoccur and abort during runs, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.